Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2015. The acetabulum was reamed and cup was inserted. Next, a 3.2 mm drill bit was used through one of the holes in the cup and the screw was inserted. Post op films showed that the screw advanced through the cup. No surgical complications occurred, and the sales rep stated that the cup appears to be in good position and well fixated with no plans to revise. He stated the proper instrumentation and surgical technique were utilized, and that the surgeon did not over torque the screw.